Event description:
A revision surgery was reported due to a screw loosening from the plate.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product has been requested for return to the manufacturer for evaluation however no product has been received by the date of this report. Review of the device manufacturing records indicate no manufacturing defects identified. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.